Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a total laparoscopic hysterectomy, the subject device was used. The user became unable to use the subject device since the tissue pad of the device was worn. When the user cleaned the subject device outside the patient, the tissue pad was separated. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was partially detached. The broken tissue pad was returned to us. The coating of the probe was partially peeling. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the tissue pad was worn away, a part of the tissue pad was peel off because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the peeled off tissue pad fallen off because the pad added something load. The above device handling has warned in the instruction manual.